Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. The patient is scheduled for a follow-up appointment. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. The patient is scheduled for a follow-up appointment. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating when the device was programmed in bipolar there was some baseline noise that was seen. Additionally, the patient is feeling the device move in the pocket which may be a result of twiddlers syndrome. This pacemaker and right ventricular (rv) lead remains in service.

Manufacturer narrative:
This supplemental report is being filed for codes added to h6.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 3000 ohms. The patient is scheduled for a follow-up appointment. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported.